Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants that did not fully cross the si joint. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI (gtin) numbers: ifuse implant, p/n 7030-90, lot# 7753003181005, manufactured 02/07/12, expires 2015-02, (B)(4). Ifuse implant, p/n 7035-90, lot# 8004003235002, manufactured 04/16/12, expires 2015-04, (B)(4). Ifuse implant, p/n 7040-90, lot# 8175003804007, manufactured 09/27/12, expires 2015-09, (B)(4).

Event description:
It was discovered that a patient had a previously unreported revision surgery. In (B)(6) 2013, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient did have some pain relief for a time but later complained of recurrent pain symptoms. The surgeon determined that two of the implants had not been sufficiently advanced across the si joint leading to poor fixation. In (B)(6) 2014, the surgeon performed a revision surgery where he advanced two of the implants further across the si joint to try to help fixate the joint and relieve some of the patient's pain complaints. The patient is still reporting recurrent pain symptoms following the procedure and will be seeking a second opinion from another surgeon.